Event description:
Indication: chronic obstructive pulmonary disease, unspecified; patient reports that the nebulizer is not dispensing the medication and patient has not been able to use it effectively resulting in wasted medication. Patient also reports the filters are black. No additional information was reported. Diagnosis for use: chronic obstructive pulmonary disease.